Event description:
It was reported that the patient presented to the emergency department due to their implantable cardioverter defibrillator (ICD) alerting. A lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia (vt) episodes and sensing integrity counter (sic) as there was artifact/noise on the ventricular channel. The patient reported they were in surgery at the time the events occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.